Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 51 mg/dl while wearing the pod between 1 and 4 hours. The patient also reports having a sore throat. The patient mentioned that the pod was leaking insulin. The patient was treated with orange juice and deactivated the pod since they were going to be monitoring the patient until their blood glucose was stable. The patient was released the same day. The pod was worn when seeking medical attention.